Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled: "the john insall award control-matched evaluation of painful patellar crepitus after total knee arthroplasty". Literature article "the john insall award control-matched evaluation of painful patellar crepitus after total knee arthroplasty" by douglas a. Dennis md, raymond h. Kim md, derek r. Johnson md, bryan d. Springer md, thomas k. Fehring md, and adrija sharma phd published by the association of bone and joint surgeons doi 10.1007/s11999-010-1485-3 was reviewed for MDR reportability. The article purpose: to compare patients undergoing primary tka who developed painful pc requiring subsequent surgery with a matched group without this complication to identify clinical, radiographic, and surgical variables associated with this complication. The article reports: from the databases of two institutions (greater than 4000 tkas), the authors identified 60 patients who required surgery for painful pc from 2002 to 2008. This group was then compared with an identified control group of 60 tka subjects without pc who were matched for the key variables of age, gender, and body mass index to determine clinical, radiographic, and surgical factors associated with the development of pc. Surgical data collected from the operative reports were tibial, femoral, and patellar component size; patellar button shape; thickness and type of tibial polyethylene bearing; and the need for lateral retinacular release. Patient and radiographic variables found to increase the risk of developing patellar clunk or crepitus included a reduced preoperative or postoperative patellar tendon length, a thinner postoperative composite patellar component thickness, and an increase in posterior femoral condylar offset. Surgical variables that increased the risk of development of patellar crepitus included a history of previous knee surgery and reduced patellar component size. No further complications were noted regarding depuy products outside of the patella crepitus. Cement manufacturer/usage was not mentioned and patella resurfacing was routinely conducted. Depuy products involved: pfc sigma patella component.